Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer transposed the carbs value and the blood glucose value while inputting a bolus therefore a 25 unit bolus was calculated and delivered. The customer's blood glucose was 252 mg/dl. Reportedly, the customer consumed more carbs to cover for bolus that was delivered.